Event description:
It was reported surgical intervention was undertaken and the patient experienced post-operative pain in the cervical incision area where a competitor's lead was removed with draining fluid. A CT scan was performed and there was no hematoma or csf leak noted. The competitor's system was replaced with an sjm system on (B)(6) 2013. Reporting the adverse event on the sjm device which replaced the competitor's lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.